Event description:
It was reported the pt (B)(4) suddenly lost stimulation while cleaning the ceiling. Following the incident, the pt's stimulation did not cover the targeted pain areas. The scs lead was explanted and replaced which resolved the reported issue. Effective stimulation was restored post-operatively.

Manufacturer narrative:
Eval results: the complaint regarding no stimulation was confirmed. As rec'd, the lamitrode lead was inspected under the microscope revealing a kink with all wires broken 19 cm distal to the paddle. There was a compression mark 2.5 cm distal to the kink. Discoloration in outer lead body and breach was observed approx 13 cm from terminal end. The fracture of the lead body was consistent with an overstress condition the lead was subjected to while it was implanted. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.